Event description:
It was reported that the device no longer dispensed medication. There was no patient involvement and no patient harm/adverse event reported. The event occurred during set-up.

Manufacturer narrative:
B3: unknown a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.